Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown. No information has been provided to date.

Event description:
It was reported that during testing it was discovered the high pressure audible alarm is not making sound. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with some type of white residue all over the front panel and control knobs- normal wear and tear were also noticeable. The customer stated problem was duplicated. Replaced faulty alarm reed. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current issue.